Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 30-degree endoscope plus had a clicking sound and would not rotate fully. Surgeon attempted to perform manual movement from up to down and the entire screen changed upon view. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted and the endoscope stopped before full rotation; it could not be moved further with manual turning. There was no damage observed on the endoscope's adapter/base and prior to event, the endoscope was not manually rotated 180 degrees. The issue was resolved by using a backup 0-degree endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. The endoscope was visual inspected, and it was found with one (1) loose screw between shell housing and nose housing. Additional observations not reported by site: the endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector exhibited mechanical damage such as scratch marks/indentations at cable connector proximal end. The endoscope was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction.